Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured catheter is confirmed and was determined to be use-related. One 4 fr groshong PICC catheter was returned for evaluation. An initial visual observation showed the catheter was returned in two segments with a break between the 42 cm and 43 cm depth markings. A microscopic observation revealed a mostly flat and granular fracture surface on both break sites. The edges of the fracture were observed to be partially rounded and polished, which indicates material fatigue. Small, longitudinal splits were observed extending from each of the fracture surfaces. A small partial split was also observed just distal to the fracture on the distal segment of the catheter which also displayed evidence of material fatigue. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the patient for the need of chemotherapy on (B)(6) 2024 in our hospital oncology PICC outpatient placement of peripheral central venous catheter. Catheter retention time of more than three months, intermittent infusion therapy, weekly maintenance on time, the situation is normal. (B)(6) 2025 maintenance of flushing catheter nurses found that the catheter breaks, part of the catheter dislodgement of the patient's body, the doctor, after careful consideration of the request for the patient to be admitted to the hospital's vascular department immediately to remove the catheter from the body, and the patient's subsequent condition is under further observation. Additional information: this patient is suffering from superior vena cava syndrome. More than three months ago, he had a groshong PICC femoral vein catheter inserted at the PICC outpatient department of hospital. The catheter was inserted into the upper-middle part of the thigh, towards the medial side. During a maintenance visit to the PICC outpatient department on (B)(6), it was discovered that there was leakage from the puncture site. After troubleshooting, it was found that the catheter had fractured inside the body. The patient had no other discomfort and was admitted to the hospital. On the afternoon of (B)(6), an interventional capture technique was performed to remove the catheter from the body. After receiving the notification, I checked the catheter and found that the fracture was at 43.5 cm, the catheter was exposed by 9 cm, and the length inside the body was 45 cm. Although the catheterization teacher instructed the patient to avoid excessive activity and deep squats, this patient was able to move normally. It is not ruled out that the catheter broke because the patient was sedentary or the catheter was subjected to internal pressure in the space between the adductor magnus muscle and adductor longus muscle during activity, which exceeded the pressure limit that the catheter could withstand.